Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.